Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd emerald¿ luer slip syringe with needle there was an issue with foreign matter. It was stated ¿there are foreign material on the needle of emerald syringe.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd (B)(4) received one sample from the customer facility for investigation. Customer return sample showed the evidence of loose black particles inside the blister pack. 200 retention samples of lot # 17l0471 had been visually inspected, all samples found in good condition with no foreign matter in unit package. The complaint history for the lot# 17l0471 was reviewed and one complaint was recorded for the reported defect ¿foreign matter. However, the previous complaint fm contamination was on the cannula of 22g needle which was epoxy after the investigation. Dhf was reviewed for the product test. The entire routing test for reported lot found within the specification limit. No discrepancy was reported and recorded in DHR in customer reported lot # 17l0471. Log sheet ¿ continuous cutter change, minor stoppage, waiting due to low inventory of assembled syringe, discontinuous cutter jamming problem and manpower short stoppage during operation is recorded in packaging process during manufacturing of lot # 17l0471. Preventive maintenance ¿ done as per schedule. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure mode. Customer return sample showed the evidence of loose black particles inside the blister pack. The team reviewed the packaging process and identified process controls, which were found in place in working conditions. During verification of process controls, following probable causes found by team which could cause the customer reported defect: there are chances that during the primary packaging operations the foreign particle i.e. Loose black particle as seen in customer return sample in the unit pack can be added from the printing ink roll used to print variable information on the unit pack. However, during the in-process inspection no such defect were observed during the manufacturing of customer reported lot# 17l0471. As a preventive action for future the team decided below actions to be taken (target date of implementation (B)(6) 2018): more focus on the reinforcement of existing good manufacturing practices during the manufacturing process for all associates. Provide cover at all possible location where there are chances of contamination. Provide visual display on machines and ensure for compulsory usage of hand gloves before touching the product, machine track, etc. To avoid any chances of contamination of product. Make the associates more cautious & aware about the severity of foreign matter.